Event description:
It was reported that, "opened up a wrong sided femur, cemented on the wrong sided femur."

Manufacturer narrative:
DHR, labeling, complaint history review. Evaluation summary: no items were returned because they are implanted. The results of this investigation suggest that the cause of this event is not device related, but attributed to user error. There was no indication of a discrepancy with the device, its packaging or its labeling. The product experience reporting database shows that there have been no other reported events regarding lot code xand and no other similarly reported events for the triathlon ps femoral product family.